Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient is planned for an explant due to infection. The infection is believed to be a post-implant infection. The patient was implanted with his current devices on (B)(6) 2015. The infection is located at both the generator and lead site. It is unknown if manipulation or trauma occurred that may have caused or contributed to the event. The devices were explanted on (B)(6) 2015 and returned for analysis on (B)(6) 2015. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the returned lead was completed and approved on 05/14/2015. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Product analysis for the model 105 generator was completed and approved on 05/21/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.